Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving alert code 39 (issue with shaft, insulin delivery stopped) while attempting to perform a supply change. The ilet displayed the alert during the rewind process. The agent advised charging the pump and retrying the supply change; however, after charging and multiple restarts, the pump continued to block the rewind process. The device required replacement. Blood glucose was not affected, and no medical intervention was required.